Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the rotaflow displayed the error message "head error" during patient treatment. The emergency drive hand crank was used until the defective rotaflow could be exchanged for a backup device without concequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "head error" could not be reproduced. No parts has been replaced. A functional test was performed and the device was working as intended. The device is back in use. Based on these investigation results the reported failure "head error" could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2023 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-04-08. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that during patient treatment, the rotaflow displayed the "head error" and the pump stopped. No harm to any person has been reported.